Event description:
User facility reported that the radio therapy device fails to deliver radiation. At this timepoint, the patient has already been prepared and opened.

Manufacturer narrative:
The device has been sent to carl zeiss surgical for evaluation. The device was tested and performed according to the specifications. No conclusion could be drawn regarding the cause of the failure.